Event description:
It was reported that the device had reached elective replacement time (eri). When interrogated, the data indicated the device had reached elective replacement time on the same date as the day-of-manufacture. The device downloaded data was reviewed and it was confirmed that the back-to-back battery reading after eri had not occurred. Therefore the date-of-manufacture was displayed instead of the date the device reached eri. Technical services advised the device still had a twenty day replacement window. The device remains implanted. There were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the device had reached elective replacement time (eri). When interrogated, the data indicated the device had reached elective replacement time on the same date as the day-of-manufacture. The device downloaded data was reviewed and it was confirmed that the back-to-back battery reading after eri had not occurred. Therefore, the date-of-manufacture was displayed instead of the date the device reached eri. Technical services advised the device still had a twenty-day replacement window. The device remains implanted. There were no adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported observations.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the device had reached elective replacement time (eri). When interrogated, the data indicated the device had reached elective replacement time on the same date as the day-of-manufacture. The device downloaded data was reviewed and it was confirmed that the back-to-back battery reading after eri had not occurred. Therefore the date-of-manufacture was displayed instead of the date the device reached eri. Technical services advised the device still had a twenty day replacement window. The device remains implanted. There were no adverse patient effects.